Event description:
It was reported to philips that the host pc was defective, which could prevent the whole system from starting up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the host pc was defective. Upon troubleshooting, the fse identified an error of bmc (baseboard management controller) in the host pc. The supplier's part analysis conclusively determined the cause of host pc motherboard failure, was due to bmc chip unable to recover using flash cat usb programmer. To resolve the issue, the fse replaced the host pc and checked the operation of the system, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.